Event description:
It was reported that the 6600 system shut down with a generator fault error during the case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue is currently under investigation.